Event description:
It was reported that when the patient presented for device change-out for normal eri, externalized conductors were observed via fluoroscopy. Lead measurements are within range. The lead will remain implanted since venous access was not possible at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.